Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was hemolysis in four samples. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received 1 photo for investigation. The photo was reviewed and the indicated failure mode for hemolysis was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed for factors relating to hemolysis as all samples met specifications. Complaints for sample quality are under statistical control for the month of (B)(6) 2024 . At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is confirmed for the indicated failure mode hemolysis. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.